Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the parts of the display were blacked out and they could not read the screen. The customer's blood glucose was 333 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.